Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Prior to using a septum needleless injection cap on (B)(6) 2026, a hepatobiliary surgery nurse discovered during inspection that the cap was cracked and leaking fluid and was not functioning properly. Replacement of the product completed the treatment.